Manufacturer narrative:
The meter was returned and investigated. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported that she was unable to check her blood glucose level because her adc blood glucose meter does not start after sample applied. Customer further reported subsequently experiencing dizziness, shakiness, and nauseous. Customer went to the emergency room and when she arrived in the facility, she lost consciousness. Customer was diagnosed with hypoglycemia. Customer was given an intravenous infusion of unknown type. Customer self-treated with insulin and by drinking water. There was no report of death or permanent injury associated with this event.